Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/2/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: when was the needle broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify the needle failed while being used on the patient - did the needle fall into the patient? Was not specified ¿ were x-rays taken to locate the needle piece(s)? Not to my awareness ¿ what measures were taken to retrieve the broken piece? Was not shared with me ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ if not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. ¿ can you identify the lot number of the product involved? The lot number was not available for identification by me. ¿ is the product available to be returned for evaluation? No, the entire box was put into the sharps container. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture needle broke. No adverse impact patient/user. Device is not available for return. Additional information was requested.